Event description:
Revision surgery (B)(6) 2008. Revised due to bell housing mechanism of the femur. Follow-up surgery (B)(6) 2009. Allegedly, revised due to broken hinge housing mechanism. Allegedly, there was a poly failure which allowed for the bell housing mechanism of the anti-subluxation mechanism to come uncoupled. Second revision required due to the same failure.

Manufacturer narrative:
Revision model apparently also had defect housing mechanism. Model # u15-8022/11. Revision model, lot # 41202. Not returned to MFR. Method - we have unsuccessfully attempted to acquire the ex implanted prosthesis back. Our evaluation is based on the surgeon's detailed operative report and two x-ray pictures. As a result, we have not been able to conduct a more comprehensive investigation into this reported event. Conclusion - no conclusion can be drawn because despite our requests, the ex-implanted prosthesis has not been sent back.